Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. The patient effects of hemorrhage and tissue injury are listed in the prostyle instructions for use (IFU) as potential adverse events associated with use of vessel closure devices. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was an arteriotomy closure of an unspecified artery using a perclose device. Reportedly, the device was successfully used without issue; however, bleeding continued. A surgical cutdown was performed and it was noted that the artery was torn. The vessel was treated via open surgical repair. Hemostasis was achieved via surgery. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.